Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 4pm, the patient felt dizziness and had blurred vision. The patient¿s cgm was reading 400 mg/dl. No bg meter comparison value was taken. The patient asked a friend to take him to the emergency room (ER). At the ER, the patient¿s cgm was reading 300 mg/dl while the bg meter reading was 62 mg/dl. The patient was treated with an unspecified IV fluid. The patient was discharged the following day around 8pm (more than 24 hours). Before discharge, the patient¿s bg meter reading was 116 mg/dl while his cgm was showing an unspecified high value. It was not mentioned if the patient ever calibrated or replaced the sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the patient's blood glucose were checked and it was reported to fall within the d zone of the parkes error grid prior being discharged. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Concomitant medical products - correction- removed "humalog" as this insulin pen was not used during the event. H2 correction.